Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician successfully placed ruby coils in the target vessel with the lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil into the aneurysm, it unintentionally detached within microcatheter. Therefore, the physician used a snare device to remove the detached coil. The procedure was completed using a new ruby coil with the same microcatheter. There was no report of an adverse effect to the patient.